Event description:
It was reported that a pt sustained blisters on the lateral aspect of the calf after an MRI exam. The blister developed from 2cm to 4cm in size. The MRI exam consisted of 6 scans that lasted 35 minutes. The customer indicated that padding was applied on the pt during the exam. After the exam, the pt was noted to be sweating. The pt also presented a reddened area of his calf. A 2cm blister was reported to have developed on the reddened area. The pt later indicated to the customer that the blister enlarged to 4cm in size. The pulse sequences used for the exam were fse and gre. The durations for the series were the following: 22sec, 4:05min, 4:27min, 4:43min, 4:40min and 5:19min.

Manufacturer narrative:
Ge healthcare has initiated an investigation for this event.